Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two opened packages, two used catheter adapter assemblies, and one used retracted needle assembly. Upon inspection of the two catheters, it was identified that damage was present just above the nose of the adapter on both units. The defect of catheter defective/ damaged was confirmed. As a result of this damage, leakage would be expected during use. Based on the location and appearance of the damage, the defect most likely occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that iag bc pro blu 22ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported leakage and hole in catheter (catheter defective/ damaged). Verbatim: the IV was inserted into the patient. The nurse reporting the event stated blood was seen dripping through the proximal end of the catheter as soon as the flash entered the catheter. She initially thought this was blood from the patient puncture site. The catheter was advanced and the button depressed to remove the needle. She attached the j-loop and flushed the catheter which immediately leaked. The IV was removed and the patient needed to sustain an additional IV insertion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro blu 22ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported leakage and hole in catheter (catheter defective/ damaged). Verbatim: the IV was inserted into the patient. The nurse reporting the event stated blood was seen dripping through the proximal end of the catheter as soon as the flash entered the catheter. She initially thought this was blood from the patient puncture site. The catheter was advanced and the button depressed to remove the needle. She attached the j-loop and flushed the catheter which immediately leaked. The IV was removed and the patient needed to sustain an additional IV insertion.